Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Reportedly, the customer was using a non-tandem provided wall adapter and tandem-provided charging cable to charge the pump. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.